Manufacturer narrative:
Investigation conclusion investigation pending.

Event description:
Email received from customer alleging false negative hcg result for one patient. (B)(6) patient presented to physician's office reporting abdominal pain. Hcg was administered she was then sent to another doctor to confirm negative test result. Additional urine test and a blood test were performed; both tests came back positive, patient was estimated to be six weeks pregnant. No reported adverse patient sequela.